Manufacturer narrative:
The reporter's facility name and address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was getting hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device locking components were damaged, the temperature was above specification and the noise level was excessive. The device also failed pretest for handpiece temperature assessment, air pump assessment, noise assessment and safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
During further evaluation of the device, it was observed that the motor device had a hole in the hose. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch report will be sent accordingly.